Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, when the physician advanced the wire, the wire penetrated the insulating layer and broke through the surface of the lead. Upon withdrawal and inspection of the lead, small air holes were observed in the insulation layer. Considering concerns regarding the integrity of the insulation layer and the conductor coil, the physician elected to complete the procedure with another lead. No adverse patient effects were reported. This lead has not been returned.